Event description:
It was reported that the intraocular lens (iol) decentered in the patient's left eye; lens would not stay in position. The single piece tecnis multifocal was explanted in a secondary procedure and replaced with a three (3) piece lens. The same patient later underwent explant of the replacement lens from the patient's left eye in a separate procedure. This event is being reported in a separate emdr. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/31/2014. (B)(4). The explanted intraocular lens (iol) was returned to our manufacturing site for investigation. Visual inspection with the unaided eye showed the lens was cut in two, which is a condition consistent with a lens that has been removed from the patient's eye. One of the haptics was missing; the other haptic was still attached to the lens optic. Visual inspection using a microscope at 12x magnification showed the lens optic was damaged and scratches were present. The haptic was measured indicating that the haptic dimensions were within specification. Visual inspection of the return sample shows that the lens is incomplete. A review of the manufacturing records was performed. There were no environmental monitoring related non-conformances within the timeframe the production order was manufactured. There were no process and/or material changes within the order. Based on the manufacturing record review and historical review, no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.